Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in completing the reset. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reoccurs. The caller acknowledged and understood the instructions.